Event description:
It was reported that during an unknown procedure, the articulation was difficult to bend. Unformed staples were deployed after the first firing with blue reload. The staple legs were straight. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec60a device was returned in good visual condition and with cartridge reload loaded on the device. The cartridge reload was received fully fired and in good visual condition. After further analysis the articulation mechanism was noted to be damaged as would not hold the right articulation setting. The device was tested for functionality in the left articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties noted. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded on the device without any difficulties noted. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged with the right side teeth broken. Although no conclusion could be reached on what caused the damaged to the articulation mechanism, it is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.